Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 382 mg/dl. Customer was presenting symptoms of hyperglycemia abdominal pain, nausea and difficulty to breathing. Troubleshooting was performed. Customer was oriented to go to the hospital to treat high blood glucose. The insulin pump will not be returned for analysis.